Event description:
It was reported that the left ventricular (lv) lead was unable to capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52, lead, implanted: (B)(6) 2000; 6944-65, lead, implanted: (B)(6) 2004-. (B)(4).